Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer continued using the pump and had manual injections as alternate insulin therapy. Customer's blood glucose level was 334-400 mg/dl.